Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, linear opening. A leak test was perform and was found one opening. A microscopic analysis identified: a smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Also, it was observed voids on valve (vv of 4mm) side out specification per qa199.06 (texture side), this condition is assessed as workmanship. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Manufacturer of the device is unknown. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
Fi workmanship results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.